Event description:
It was reported following a diagonstic procedure, an angio-seal device was deployed without incident. The pt remained in the hospital awaiting further intervention for coronary disease. Twenty four hours post deployment, the pt became unstable and was transferred for intensive cardio pulmonary support. A diagnosis of infection/sepsis at the groin site was made; and the pt was treated with antibiotics. The device remains implanted. As of 2004, the pt was conscious and not ventilated.